Event description:
The customer received questionable results for ion selective electrode (ise) sodium (na), ise potassium (k) and ise chloride (cl) on one patient sample. The initial results were generated at 12:27 and were as follows: na: 153 mmol/l, k: 4.6 mmol/l and cl: 89 mmol/l. These results were reported outside of the laboratory and were questioned by the physician. The customer repeated the sample on the same instrument at 14:25 and generated the following results: na: 137 mmol/l, k: 4.1 mmol/l and cl of 98 mmol/l. The sample was repeated again on another cobas c6000 c501 at 14:14 and generated the following results: na: 138 mmol/l, k: 4.1 mmol/l and cl: 99 mmol/l. The customer deemed the repeat results from the other instrument to be the correct and corrected the results. There was no adverse event. The lot numbers and expiration dates for the ise electrodes in use were requested, but the customer was unable to provide this information. The field service representative could not determine a cause. He reviewed lab paperwork, including qc and calibration data. He checked the ise module probe, alignment, sipper and pinch tubing. He performed a precision run, which was within specifications.

Manufacturer narrative:
The investigation could not determine a specific root cause with the data that was provided by the customer.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.